Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-47973. It was reported that one of the patient's leads migrated. In turn, surgical intervention was undertaken wherein the existing lead was explanted and replaced to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected leads are being reported.